Event description:
According to the reporter, during small intestine resection, insertion port closure, it broke before cutting. It was reported that there was a part where only one row was stapled. An additional resection was performed, and additional sutures were performed with a stapler.

Manufacturer narrative:
D10 concomitant medical products: sigphandle, sig power sigphandle handle (sn:unknown); sigpshell, sig power sigpshell control shell (lot#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (sn:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaw of the reload was open. The reload was partially fired and the interlock was engaged. The rear end of the sled was visible at the 0.5 cm cut line. Damage to the cutting edge of the knife blade was observed. Some staple pushers were pushed back to the cartridge. Eighteen staples remained on the cartridge and the anvil surface. The seven staples on the reload were properly formed, the six were skewed and the fire were under crimped. Functional testing found the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. The test media was transected and the reload interlock was tested and found to function properly. It was reported that the device broke before cutting. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that there was a part where only one row was stapled. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when firing over tissue that is beyond the recommended thickness range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.